Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of over 600 mg/dl. The suspected cause was unknown and the customer reported that no issues were identified with the pump or supplies at the time of the event. The customer changed the site multiple times and subsequently changed all supplies and delivered a bolus. Reportedly, the customer's bg level stabilized after changing all supplies. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.